Manufacturer narrative:
Concomitant products: product ID 74002, lot # n231712, implanted: (B)(6) 2012, product type adapter; product ID 3986a, lot # lc3875, implanted: (B)(6) 2004, product type lead; product ID 74002, lot # n251257, implanted: (B)(6) 2012, product type adapter; product ID 3986a, lot # n177352, implanted: (B)(6) 2010, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (b)(46), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
(B)(4). The manufacturer representative reported the patient was scheduled for a replacement due to eol from 3 overdischarges. The healthcare professional would be replacing the implantable neurostimulator (ins) to a non-rechargeable ins. The 3rd overdischarge was caused by patient noncompliance. There were no patient symptoms reported and the outcome was unknown. The indication for therapy was unknown. If additional information is received, a follow-up report will be sent.